Event description:
It was reported that "the guidewire was successfully placed, but it was found that the balloon could not be deployed from the sheath. Despite repeated attempts, it was unsuccessful. When planning to remove and replace the balloon, it was found that the balloon could not be withdrawn. During the attempt, an abnormal balloon condition was observed under dsa. After removal, it was found that the central lumen was fractured". The catheter was not replaced. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.